Event description:
It was reported by customer that while establishing and IV on patient the safety on the bd insyte¿ autoguard¿ IV catheter did not retract completely. The following information was provided by the initial reporter: verbatim: while establishing and IV on patient the safety on the bd insyte auto guard IV catheter did not completely engaged leaving the needle exposed and risk for injury.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported by customer that while establishing and IV on patient the safety on the bd insyte¿ autoguard¿ IV catheter did not retract completely. The following information was provided by the initial reporter: verbatim: while establishing and IV on patient the safety on the bd insyte auto guard IV catheter did not completely engaged leaving the needle exposed and risk for injury.